Event description:
Attempted to give patient a vaccine but the needle would not puncture the skin. Employee inspected the needle and discovered that there was no point on the needle. FDA safety report ID# (B)(4).